Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained data from 05apr2021 to 21apr2021. Transient elevations in pump power and estimated flow were captured, primarily during pulsatility index (pi) events. The pump appeared to function as intended, and operated above the low speed limit for the duration of the file. The account reported that the patient was asymptomatic and stable. The plan of care is to continue with routine care . The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A log file was sent in for review which found several elevations in flow. This is usually caused by something building up on the rotor of the pump. There were no other unusual events seen in the log file. The patient's vital signs were normal, the cause of the elevated flows was not identified. The patient was asymptomatic. The plan of care was to continued with routine care. No additional information was provided.